Event description:
Literature: gago mf, rosas mj, linhares p, ayres-basto m, sousa g, vaz r. Transient disabling dyskinesias: a predictor of good outcome in subthalamic nucleus deep brain stimulation in parkinson's disease. Eur neurol. 2009;61(2):94-99. Summary: it was reported that 5 of 75 pts with parkinson's disease (pd) that submitted to subthalamic nucleus deep brain stimulation (stn-dbs), developed transient disabling dyskinesias immediately after surgery. The literature article describes the distinctive characteristics of these pts and compares them to the rest of the pd pts that submitted to stn-dbs. The dyskinesia group needed a lower equivalent daily dosage (ledd) over the time of f/u. It was reported that very early after surgery (less than 12 h), this pt presented with persistent and extremely disabling chorea-dystonic dyskinesias, requiring discontinuation of levodopa medication and postponing stimulation. A postoperative cerebral MRI was performed to rule out cerebral microlesion, and to determine the stereotactic coordinates of the tip of the stimulating electrode and subsequently of the active contacts (correct position confirmed). Major stroke or hemorrhagic lesions were excluded, however; the artifact produced by the electrodes on cerebral MRI could have concealed a microlesion on the stn involved in the etiopathology of the pt's symptoms. The pt was discharged after 3 weeks without any prescribed medication and with very low voltage stimulation, presenting less but persistant dyskinesias. Resolution of dyskinesia was spontaneous and took approx. 8 weeks.

Manufacturer narrative:
No medwatch form was received from the user facility.